Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to adhesive peeling between the light guide lens and distal end. Also, evaluation found the light guide lens was shaved, the bending angle in the up direction did not meet the standard value and the connecting tube was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the biopsy channel of the evis exera iii bronchovideoscope had an air/water leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a b30 communication error message was displayed due to corrosion of the scope connector. The report is being submitted due to b30 error message found during evaluation.

Manufacturer narrative:
Corrected: e4 - this was inadvertently not checked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by the device leaking and water invading while the user handling the device, leading to abnormality of electronic parts. The event can be detected/prevented by handling the device as follows in the instructions for use: "inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.